Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 791 mg/dl. The customer stated that she experienced high blood glucose levels all week. The customer was unable to troubleshoot due to having very bad eyesight. The customer was uncomfortable using the insulin pump again. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.